Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional with description of haptic was kinked during intraocular lens (iol) implantation. The surgery was completed on same day. Additional information was requested.

Manufacturer narrative:
Additional information was provided in b.3., d.1., d.4., d.9., h.3., h.6. And h.11. The lens was returned posterior surface up in the lens case. Viscoelastic was observed on both sides of the lens. The reported kinked haptic was not observed. The lens was cleaned with klrp for further evaluation. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The lens was returned. The reported haptic damage was not observed. A dimensional inspection was conducted. The lens met specifications per the approved (plan view) template. The manufacturer internal reference number is: (B)(4).